Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the refill report did not print. The refill report that printed for the mb_endo1 machine only included one medication (lidocaine 2%), whereas it should have also included propofol 20 ml injections. The report had the "fill to max" option enabled, so it should have populated even if only one vial was used; however, it did not populate as expected. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) reviewed device logs, identified the communication issue, and informed the customer via email that the report discrepancy was likely due to intermittent station-to-server connectivity. The system functioned as intended after the technical support specialist (tss) investigated the device.